Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the partial lead was returned in segments and analyzed; analysis revealed a flex fracture of the distal conductor. (B)(4).

Event description:
It was reported that the patient received inappropriate shock therapy due to oversensing on the right ventricular (rv) lead. The lead had several short interval counts (sic) within a few hours. The lead was extracted and a new lead was implanted. No further patient complications have been reported as a result of this event.